Manufacturer narrative:
(B)(4). Batch #: unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? Were there any staple formation issues identified? Were there any patient consequences?.

Event description:
It was reported that during an unknown procedure, "the cdh didn't come out nail." No further information was provided.

Manufacturer narrative:
(B)(4). Date sent: 02/20/2020. Additional information received: the doctor used circular stapler to cut & seal the tissue. After he fired trigger, he found the stapler is not fully staple on the tissue and caused to incomplete anastomosis. The surgeon immediately changed the same like product to perform the operation, and thereafter no other adverse reactions were found in the patient.

Manufacturer narrative:
(B)(4). Date sent: 01/15/2020. Additional information was requested, and the following was obtained: 1. What were the indications for surgery? Lar. 2. What healthcare professional fired the device and what is his/her experience with the device? The surgeon has experience with the device. 3. Where in the green gap setting scale was the indicator located prior to firing? Yes. 4. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Not available. 5. Was the device difficult to close? Yes. 6. Was the device difficult to fire? Yes. 7. Did the healthcare professional receive audible & tactile feedback when firing the device? No. 8. Were the donuts inspected? If so, please describe. N/a. 9. Was a complete washer transection confirmed? N/a. 10. Were there any staple formation issues identified? No. 11. Were there any patient consequences? No.

Manufacturer narrative:
(B)(4). Batch # t5dy56. Device analysis: the analysis results found that the cdh33a device arrived with the knife and anvil damaged, the breakaway washer was present and with an off-center cut. No functional test was performed due to the condition of the knife. Device returned was confirmed to have an uncut washer. Device batch information was reviewed, and it was confirmed to be manufactured after implementation of correction actions related to the field action. The anvil and knife were noted to be damaged and the washer was noted to be not fully cut while also being cut off center. Due to the condition of the device, the analysis to mimic worst-case clinical use, could not be performed. It could not be determined what may have caused the anvil to become off center or what may have damaged the knife. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.